Event description:
It was reported that the implantable pulse generator (ipg) no longer held a charge for more than a day, and the patient had to charge for longer hours. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.